Event description:
It was reported that during a coronary drug eluting stenting treatment procedure withdrawal issues were encountered. It is unk if the vessel was predilated. The physician implanted a taxus express2 3.0x20mm drug eluting stent in an unk vessel. The balloon was slightly sticky upon removal from the stent. The physician deflated the balloon without any difficulties and waited, for an unk period of time, before he pulled on the product to remove the balloon. The stent was successfully implanted in an unk vessel. There were no pt complications reported.